Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer stated receiving error messages from the adc freestyle libre sensor. In addition, the customer contacted abbott customer service regarding the issue and also noted they suspected "receiving a counterfeit medical device" as the sensor serial number was not "recognizable." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer stated receiving error messages from the adc freestyle libre sensor. In addition, the customer contacted abbott customer service regarding the issue and also noted they suspected "receiving a counterfeit medical device" as the sensor serial number was not "recognizable." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Adc has reviewed the call records associated with this customer, as well as the associated FDA medwatch mw5099121 dated 16 february 2021 and received by adc on 23 february 2021. Adc has confirmed that the alleged ¿counterfeit¿ freestyle libre 14 day sensor did indeed have a valid sensor serial number (0m000fk1x9r), and was confirmed to be manufactured for the us market under sensor kit lot # 201113q. The sensor kit lot # provided in medwatch mw5099121 is also recognizable, with the exception of the last digit being a number ¿0¿ rather than a letter ¿q¿. The customer mentioned in the medwatch report that the sensor failed after 4 days of use. This confirms that the sensor was indeed compatible with the us freestyle libre reader being used, and was not counterfeit, or a diverted product from outside the us. The sensor compatibility is controlled through a market level configuration value stored in the freestyle libre reader and sensor. The reader will compare its stored value as well as the sensor product type/generation with the localization value stored on the sensor. If the sensor is found to be incompatible with the reader capability, the reader will display an ¿incompatible sensor¿ message and the sensor will not activate. The us freestyle libre 14 day sensor market level configuration value is only compatible with the us freestyle libre reader.this correction is being submitted to correct the g3 date documented in follow up #1 of MDR 2954323-2021-23772. The g3 date of follow up #1 should have been 08jun21, as that is the date the serial number (0m000fk1x9r) was received by abbott.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer stated receiving error messages from the adc freestyle libre sensor. In addition, the customer contacted abbott customer service regarding the issue and also noted they suspected "receiving a counterfeit medical device" as the sensor serial number was not "recognizable." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Adc has reviewed the call records associated with this customer, as well as the associated FDA medwatch mw5099121 dated 16 february 2021 and received by adc on 23 february 2021. Adc has confirmed that the alleged ¿counterfeit¿ freestyle libre 14 day sensor did indeed have a valid sensor serial number (B)(6), and was confirmed to be manufactured for the us market under sensor kit lot # 201113q. The sensor kit lot # provided in medwatch mw5099121 is also recognizable, with the exception of the last digit being a number ¿0¿ rather than a letter ¿q¿. The customer mentioned in the medwatch report that the sensor failed after 4 days of use. This confirms that the sensor was indeed compatible with the us freestyle libre reader being used, and was not counterfeit, or a diverted product from outside the us. The sensor compatibility is controlled through a market level configuration value stored in the freestyle libre reader and sensor. The reader will compare its stored value as well as the sensor product type/generation with the localization value stored on the sensor. If the sensor is found to be incompatible with the reader capability, the reader will display an ¿incompatible sensor¿ message and the sensor will not activate. The us freestyle libre 14 day sensor market level configuration value is only compatible with the us freestyle libre reader.d4-serial no has been updated from unknown to (B)(6) per new case information.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer stated receiving error messages from the adc freestyle libre sensor. In addition, the customer contacted abbott customer service regarding the issue and also noted they suspected "receiving a counterfeit medical device" as the sensor serial number was not "recognizable." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.